Manufacturer narrative:
(B) (4).

Event description:
It was reported that following several falls, the patient stated, she had a loss of therapeutic effect and when she stood up she didn't feel stimulation "like she should". Additional information has been requested, a follow-up report will be submitted if additional information becomes available.